Event description:
Ous MDR - after an implantation time of about 4 months, the pacemaker was not able to stimulate. No battery, threshold or impedance tests were possible, so the device was explanted. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to an electrical incoming inspection. The review of the pacemaker's memory content showed an increased current consumption. Additionally, the memory content showed that two re-initializations were performed prior to receipt at biotronik. The pacemaker's output signal was measured and the pacemaker was found to be pacing in back-up mode. The initial pacemaker interrogation was not successful. A re-initialization was requested on the programmer. The re-initialization was performed and afterwards, interrogation of the pacemaker did not reveal any deviations. The high current was not reproducible. The pacemaker was subjected to a long-term test for 20 hours within 37 degree c. After this test, the interrogation was successful and the current consumption was found to be as expected. The pacing was re-checked and was found to be as programmed. A temperature stress test was performed and did not reveal a current consumption change. Additionally, the electronic module was analyzed destructively. An increased current consumption was not reproducible during component analysis. The quality documents accompanying the pacemaker have been re-investigated. There was no sign of any consistency during production and final acceptance test of this pacemaker. The current consumption during production was regular. In summary, an intermittent high current consumption was observed which could not be reproduced during analysis.